Event description:
It was reported via repair work order that the fowler would not lay flat due to a disconnected fowler lever arm. It was further reported that the bed had reduced brake force due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.